Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform displacement test due to display anomaly. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with minor scratched display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 150 mg/dl. The customer reported that case and display window worn and damaged. Troubleshooting was not performed for damage. The insulin pump will be returned for analysis.